Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a blood glucose (bg) level of 30 mg/dl. Cause was unknown. Customer consumed glucose tablets to address bg level. However, due to the bg level, the customer lost consciousness. Customer required assistance, but no treatment was provided. And emergency services monitored bg levels until stable. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.